Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported the patient was hospitalized and treated with unspecified antibiotics for the event. The cause of peritonitis and action taken with pd therapy were not reported. The patient was discharged from the hospital after treatment was completed. Patient outcome was not reported. No additional information is available.